Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for hypotension, depressive disorder and possible sepsis with shock norepinephrine. It was noted that the patient had chronic renal failure and received hemodialysis. Due to the multisystem failure and the patient showing little improvement after receiving aggressive care, the patient chose to enter hospice care. The patient was exhibited decompensation due to severe pulmonary hypertension, a dilated inferior vena cava, and an increased pericardial effusion. It was noted that the sepsis source was unclear, but treatment for strept infantarius bacteremia was delivered. After being admitted to hospice care, the patient exhibited ascites and cirrhosis and received palliative frequent paracentesis. The patient passed away a few days after admittance to hospice. The patient is a participant in the product surveillance registry clinical study.